Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient noted unusually low cgm readings between 40 and 50 mg/dl. The patient contacted the doctor´s office and was advised to go to the emergency room if the readings continue. The patient self-treated the low cgm readings with eating candy, and no fingerstick readings were taken. On (B)(6) 2025, the low cgm values persisted, and the patient went to the emergency room. When a fingerstick was taken the cgm reading was still low, and the blood glucose reading was 150 mg/dl. No symptoms were reported. The patient was treated with unspecified intravenous fluids. It was unknown what the indication for the intravenous treatment was, but it was confirmed that the patient did not report any other underlying health conditions. The patient was kept in observation for at least one hour and was discharged after. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.